Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 21195016, model/catalog description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient was hospitalized due to shocking sensation caused by the stimulator. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient was hospitalized due to shocking sensation caused by the stimulator. The patient underwent an explant procedure and was doing well postoperatively. Additional information was received that the patient was experiencing extreme pain which radiated through her hip, groin, and leg, causing urinary inconstancy, ambulating and her to fall to the ground.